Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for assessment. The complaint cannot be confirmed for a locator kink as the sample was not provided for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that it was difficult to insert the locator/insertion sheath assembly into the puncture site. After removing the assembly from the artery and inspecting the tip, it was found that the tip of the locator was kinked. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was the right common femoral artery. No equipment or other devices were used with the angio-seal.